Event description:
Philips received a complaint on the heartstart mrx device indicating that the device gives a "requires service" message.

Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. Based on the information provided, the customer did not accept the service quote, and no further evaluation is warranted at this time.